Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead coil location caused a visible bump at the patients back. The patient underwent a revision procedure wherein the lead was moved back and laid flat. The patient was doing well postoperatively.